Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported air in line alarm was unable to be reproduced, but was confirmed through review of the event history log. It was determined the upstream sensor was the contributor which caused this condition. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had air in line messages during biomedical testing. It was also reported there was no patient involvement.